Event description:
It was reported that the right ventricular lead exhibited rising impedance starting on (B)(6) 2016. Slight decrease in capture threshold was also observed. The lead was capped and replaced on (B)(6) 2017. Patient was doing well during and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis measuring 12.3 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.